Manufacturer narrative:
The actual device was returned to philips bench where the technician confirmed the reported no audio issue. Testing of the device found the speaker had no sound and no speaker alarm messages. The speaker was replaced. Additional parts were replaced/updated as part of the refurbishment process per procedure (B)(4); there was no actual malfunction of these parts. The device was returned to the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio on the mx40 telemetry device. No patient involvement.